Manufacturer narrative:
This event occurred in (B)(6). Occupation is health professional. The test strips were requested for investigation. The customer provided four test strip vials for investigation where they were tested using a retention meter and retention controls. Testing results (qc range: 2.4 - 3.0 inr): vial 1: qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. Vial 2: qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.8 inr. Vial 3: qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. Vial 4: qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 401586) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meter serial number (B)(4), compared to an unknown laboratory method. The result from the meter was 4.5 inr. Immediately after, the result from the laboratory was 2.9 inr. The exact date of the event was unknown but was approximately two weeks prior to the customer contacting roche on 15-nov-2019. The patient's therapeutic range was not provided.